Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed, and a loss of connection was not found. The allegation was not confirmed because there was no indication of a transmitter loss of connection. The probable cause could not be determined because the allegation was not found. No injury or medical intervention was reported.